Event description:
Boston scientific received information that during the explant procedure of this device, the device header was observed to be partially detached from the can. Additional information stated there were episodes of oversensing and high atrial impedance measurements noted in the arrhythmia logbook. There were no records indicating the additional reported observations were reported to boston scientific prior to this report. The device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
The device was explanted and was returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted that the medical adhesive (ma) was adhered to the device header and very little or no ma was adhered to the pg casing on the serial number side of the device casing. Header was loose. Real time x-ray noted no fractured found to the feed thru wire. The device paced and sensed normally with no pause in pacing was noted when the header was manipulated. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.